Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose level ranged from 108-109 mg/dl. The customer continued to use the pump for insulin therapy. In addition, it was reported that the battery does not charged. The pump successfully began charging after leaving the pump plugged into the power source.